Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device a syringe was used to infuse water into the ay bag, a leak was detected in the edge of the ay bag. The customer reported condition was confirmed. Problem source is manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during medication filling with a smiths medical cadd cassette reservoir, the connection between the tubing and the pocket of the cassette was noted to have been broken and projection of medication was observed. No adverse effects were reported.